Manufacturer narrative:
Implant and explant dates: not applicable. Tecnis zcb00 sn (B)(4). Initial reporter telephone number: (B)(6). (B)(4). A review of the manufacturing records was performed. The production order was released (B)(4) 2014. The production order was reviewed and all results were within specification. Bacterial endotoxin test results were reviewed and no deviations were found. No discrepancies were found related to product labels to line clearance checklists. No non-conformance was generated during the manufacturing process of this lot. All manufacturing operations were in compliance. A review of the manufacturing process showed that no changes were implemented. During the final inspection, the operators inspect 100% of packaged units for particles, fibers or any other foreign matter according to establish procedures. In the translucent side of the tray, the operators visually check that the seal area was covered completely and no visible particles were present. They inspect 100% of packaged units and no discrepancies or non-conformances were identified. There were no discrepancies or defects found during the review that were related to the alleged complaint reported. The documentation showed that all 1vipr30 cartridges were released within specification when this lot was completed. Analysis of a cartridge and tray was performed. See MDR 2648035-2015-00234. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data lot number of the cartridge in the initial MDR was corrected to cp01897, removed from the serial number field and moved to the lot number field. Correction of initial MDR. No cartridge and no cartridge tray were returned. Only fiber was returned for analysis. Additional info: cartridge lot no. Cp01897 was reported in some cases from the same surgical site. A manufacturing record review was performed on the lot cp01897 that met specification. Fiber analysis was performed. Visual examination revealed several short (approximately .5-1.0mm) translucent fiber-like strands. The fiber-like strands were identified as polyolefin (polyethylene/polypropylene) and cellulose. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during the implant of an intraocular lens (iol) on (B)(6) 2015 with the use of a vipr30 cartridge, that a fiber, believed to be from the cartridge tray, fell into the patient's eye. In a follow up received on (B)(6) 2015, it was reported that the fiber was removed in a secondary procedure on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The root cause of the debris/particles could not be determined at the manufacturing process or surgical site. (B)(6) health care (third party) visited the customer to follow up on the actions to minimize the opportunity of particulate contamination coming from the ophthalmic custom procedure tray used. Following the recent removal of gauze swabs from the tray it was identified that there were three other possible sources of fibres. Trolley cover utilized to wrap the tray, sharps pad and ophthalmic drape. Alternatives were presented which are all 100% plastic configuration and did not contain any nonwoven or cellulose content and these are accepted. Changes to reduce the possibility of fibres coming from the (B)(6) tray are the following: drape replaced with a new component request for drape that is all plastic and fibre free. Sharps pad replaced with plastic sharps box. Trolley cover replaced with new trolley cover which has no nonwoven strip and will reduce the possibilities of fibres in the trays. All pertinent information available to abbott medical optics has been submitted.